Manufacturer narrative:
Serial number:(B)(4), software version: 3.8.4, color: pink, battery life remaining: less then 2 weeks. Customer reports: inpen is not logging every dose and pairing issues. Per visual inspection: missing dose window. Insulin pump paired successfully to commercial app. My inpen menu displayed. 10 test values of 4.0u dialed and dosed. All values displayed accurately in the logbook. All doses were written to the app logbook within 1 minute. Inpen received with leadscrew halfway of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: the patient complaint of inpen not pairing or transmitting doses to inpen app could not be confirmed.

Event description:
Information received by medtronic indicated that the inpen did not logging every dose. Inpen doses were not transmitted to inpen app. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.